Event description:
On september 15, 1993 and incident involving a maquet heidelberg table, hereafter referred to as #1, occurred after a mammary retractor was attached to the upper back left side rail section. The clamp came apart and fell to the floor at the initiation of an open heart surgical case. The break occurred at the side rail post weld point where it attaches to the main arm casing of the table frame. No patient or personnel injury occurred. Device has been sent to manufacturer for evaluation.subsequeently field service personnel were contacted by two aadditional customers who reported similar incidents involving upper back left sides rails of tables. Both incidents occurred on 9/28/93. Incident #2 occurred when an internal mammary artery retractor was connected to the upper back left side rail during pre-operative set-up; the rail broke from the frame at the side rail post spot weld.incident #3 involved an arm board attached to the upper back left side rail. During a de-clot procedure, the side rail and board broke off falling into the surgeon's lap. Again, the break occurred at the side rail post spot weld.neither incident #2 nor incident #3 involved injury to patient or personnel. On october 5, incident #4 occurred. This incident involved a second table installed at the same site where incident #2 occurred. During a set-up procedure, an arm board was connected to the upper back left side rail when the rail broke at the side rail post spot welds. No injuries were involved.